Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-15758,15759. The patient reported experiencing intermittent stimulation. Diagnostic testing indicated low impedance readings. Reprogramming was unable to provide effective coverage. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.